Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant product(s): attune ps fem lt sz 5 nar cem, 150410125; attune ps fb insrt sz 5 5mm, 151640505.

Event description:
Left knee. Original dos (B)(6) 2015. Patient was subsided - tibial component was loose, implant to cement. Removed femur, insert, tray and cement. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.